Manufacturer narrative:
Received (B)(4) samples of lot 6131789, (B)(4) samples of lot 6130960 and (B)(4) samples of lot 6153651 from customer for evaluation. Also received a photo of actual device and reported malfunction but did not receive sample of actual device. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. A DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that after using the 23 g x .75 in. Bd vacutainer® push button blood collection set the push button did not fully retract the needle leaving the needle partially exposed. No injury or medical intervention.